Event description:
Customer reported she experienced high blood glucose. Customer stated that she noticed the tubing was pink and her blood glucose continued to rise. Firt reading was 485 mg/dl, she took tablets and later blood glucose was 447 mg/dl. Customer changed the infusion set. Customer then stated that she was wearing red underwear and that may have caused the tubing to change color, as it is where she keeps it. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.